Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited a failure to capture. The patient was brought into the clinic and x-rays confirmed the rv lead had dislodged. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Visual, electrical, and helix analysis were normal with no anomalies found.